Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the opposite side of superficial femoral artery (sfa). The 100% stenosed, chronic total occlusion (cto), long target lesion was located in the moderately tortuous sfa. A 5.0mmx220mmx150cm sterling¿ balloon catheter was advanced for pre-dilatation. However, during inflation at 14atmospheres, the balloon ruptured. The device was completely removed from the patient and was exchanged with a 6.0x100mm mustang balloon catheter. After pre-dilation was performed, a non-bsc stent was deployed and the procedure was completed with post-dilation of the mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).